Manufacturer narrative:
S/w ver 3.18e pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, broken reservoir tube lip, faded serial number label, cracked case behind the pump near the battery compartment at the corner of the belt clip rails, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported that the sticker was missing and also received sensor updating alarm. Blood glucose level was unknown. The insulin pump will be returned for analysis.